Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he started using a sensor and it has worked since training. Customer put the sensor in on thursday but it did not work on wednesday night. Customer stated that it went off about 7 times on wednesday night and woke him up all night. Customer tried to insert a sensor on thursday morning and it broke. Customer put another sensor on today and the screen says to change the sensor. Customer was assisted with linking to the new sensor. Customer's blood glucose was 122 mg/dl. Customer received a meter blood glucose now alarm before the call ended. Customer was explained that he can now calibrate and he confirmed that he understood.